Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) could not be duplicated during functional testing and was not confirmed in the device's archive data. The platform functions as intended. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, no (ua)07 (discrepancy between load 1 and load 2 too large) recorded. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. Autopulse platform passed all the functional tests.

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.